Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that according to the end users there have been multiple instances where the manifolds have either cracked or leaked unexpectedly when being used. (4 incidents so far). There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
Correction: d4 - primary UDI number updated. No device or device photo was returned for investigation. Due to this, no root cause was determined. A device history record could not be completed as no lot number was received.